Manufacturer narrative:
Based on the available information, there are no claims of device malfunction since the good faith effort confirmed that the customer requested a quote for a part (measurement module requested) and reported no malfunction. The customer declined the quote, and the device was not evaluated. Consequently, this record will be closed as a non-complaint.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that measurement module was required. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.